Event description:
Reporter alleged discrepant back to back comparisons of 360, 536, 574, 209, and 174 mg/dl when all tests were performed seconds apart on the active system. As a result of the comparisons, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.